Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed november 9, 2009.

Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out, and a revision procedure was performed. Two screws were utilized during the procedure, and it is unknown which screw backed out. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was converted to a fusion wrist. The date of the revision procedure is unknown.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.evaluation of the returned component found burnishing about the inferior head and along the shanks, before the threads. A rectangular mark was also observed on the shank, between the head and thread.